Manufacturer narrative:
Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)- user applied blood to strip before inserting strip into meter test strip UDI# (B)(4). Note: (B)(4) no code available - customer reported symptom of tired. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. (B)(6) (daughter) is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling tired. Medical attention is not reported as a result of the actual blood glucose results. The product stored by customer according to specification in the living room. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter is displaying e-3 message after strip is inserted. Customer stores supplies in living room. Customer refused to test on patient at time. Patient is feeling tired at time and is unsure if it is related to her diabetes.